Manufacturer narrative:
September 21, 2009. Since the device was not returned, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures.

Event description:
After almost 3 years of implantation, this pacemaker was explanted because of an infection.